Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope, to the service center for a separate issue. During device analysis, the service team identified peeling of the light guide lens cement, a crack in the control body near the objective lens, and tears in the pink rubber with the core exposed. There was no patient involvement.